Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The device remains implanted in the patient. In this case, the degeneration cannot be determined; however, it may be related to patient factors (advanced age and pre-existing valvular disease). There was no allegation of a device malfunction which could be related to a manufacturing non-conformance. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 3 years and 2 months post implantation of a 20mm sapien 3 valve, the patient presented with severe central aortic insufficiency and the right leaflet was frozen in an open position with stenosis and a mean gradient of 39mmhg. The valve was re-dilated with a 20mm balloon valvuloplasty catheter (bav) and a 2nd 20mm sapien 3 valve was implanted with an additional 2ccs of volume. A post procedure echo (tee) revealed a mean gradient of 12mmhg and trace/no paravalvular leak (pvl). The patient is stable. Upon review of medical records, at 2 years and 8 months post procedure, an echo (tte) revealed peak gradient 61mmhg, mean gradient 33mmhg with a valve area of 0.87cm2. A cta finding suggested nonobstructive thrombus and the patient was treated with anticoagulation. At 3 years and 2 months, the patient presented with frozen right leaflet and severe aortic insufficiency and a 2nd valve was implanted.